Event description:
New epidural bag placed by rn. The next morning, different rn notedthat the pump display stated that there was approx 75ml left in thebag. In fact, the bag was dry and some air had entered theepidural line with no air alarm. Epiduarl pump evaluated by two ccu staff rn's and by rn from pain service.new epidural tubing and pump placed by rn from pain service.